Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had a custom ulna implanted. Subsequently, felt the components disengage/fracture. The patient reports no trauma. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h2, h4, h10.

Event description:
No further event information available at the time of this report.